Manufacturer narrative:
.This report is submitted as result of a FDA-483 issued march 17, 2016. FDA investigator: (B)(6).

Event description:
Ous MDR - the balloon ruptured during lesion dilatation at 8 bar. The patient was (B)(6) at the time of the event.

Manufacturer narrative:
Type of reportable event should have been marked as malfunction. Follow-up submitted to correct this.